Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. A supplemental report will be submitted once all investigation activities have been finalized. H3 other text : device not returning

Event description:
Received incrowd survey 38411 heartstring iii pms- july 2024, where they commented "when accessing proximal lcx and rca, it is sometimes desirable to place the suction cup on the lateral/posterior wall of the lv. This does not always provide adequate suction and stability." And "a few far away areas are hard to reach" when asked about the positioner arm and suction cup can be manipulated to the desired position.

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-6, h-11 reported lot # unk . No device catalog was reported, therefore a lot history review is unavailable.

Event description:
N/a.